Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. Per the tandem user guide: ¿your pump should not be worn while swimming, scuba diving, surfing, or during any other activities that could submerge the pump for an extended period of time.¿.

Event description:
It was reported that a malfunction alarm occurred. Reportedly, the pump was exposed to water. The customer experienced a ¿high¿ blood glucose (bg) level, a specific bg value was not provided. At the time of the reported event, customer had not yet done anything to address the high bg. The customer reverted to manual injections for insulin therapy.